Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3998, lot# v557154, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was confirmed two and a half months later that the ins was in an overdischarge state. A trickle charge was done and was able to get the ins to a point where the patient was able to fully recharge. The patient was having uninterrupted therapy at this point with no further complications.

Event description:
It was suspected that the implantable neurostimulator (ins) was overdischarged. The patient got poor communication with both the patient programmer (pp) and recharger. The patient was not sure if it was nerve endings or what but she felt an electric shock, not the same feeling as what the stimulation feels like though. No stimulation sensation was reported. The patient has an appointment on wednesday and was going to bring all her equipment with her. The patient was having problems with the systems since 3 weeks ago. The patient had the devices off for a while because there had been some hot days and she did not need the machine. When moisture comes, the patient will need it back on. The system runs ¿day and life¿. The patient noticed last week and charged and ¿no both reading the same thing¿. The patient could feel something throughout her body but not the same feeling as what the stimulation feels like. The patient did not like the newest implant as it takes a lot of charging and such. Additional information has been requested. Reference manufacturer report # 3004209178-2014-16298.